Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support concerned with a negative ultrafiltration of 526 from treatment on (B)(6) 2022. The patient mentioned taking antibiotics for an infection and that the drain solution was cloudy. The patient was advised to contact his pd nurse. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for unspecified symptoms on (B)(6) 2022. Pd effluent cultures were obtained at that time. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for streptococcus sanguinis. The ceftazidime was discontinued, and the patient has continued with ip vancomycin. The patient continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis is unknown, however, there was not documentation of any issues with the liberty select cycler nor any cassette leak reported. The patient did not require any hospitalization for this event.